Event description:
It was reported that the zimmer dermatome was running slow. Additional clinical follow-up with the hospital indicated that the dermatome was considered to have been moving very slowly so it was ot used for the planned graft harvest. The procedure time, with the pt receiving general anesthesia, was estimated to have been increased by one hour while an alternate unit was obtained for use. No medical intervention was reported.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 09/21/2011 and had no repair history at zimmer surgical. The inspection found that the device was outside calibration specifications at the zero thickness setting on the left side and was also outside of side to side specifications. The device's motor did not operate within specifications, as it operated slowly during initial inspection and displayed excessive current draw during post-repair analysis. In post-repair analysis, it was also noted that the motor also had corrosion on the outside of the casing. The cause is most likely due to the user no maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.